Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and a functional test were performed. The battery low alarm was identified during functional testing. The cause of the condition was a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.